Event description:
During this period, I was obviously, senile. I had great difficulty remembering words, so I could not carry on a conversation. I could not remember my phone number. My hands and legs shook obviously. Therefore, my writing was impossible to read. I suspected that the mercury in the cheap amalgam fillings, in my teeth since childhood, was doing permanent damage to my nerves and/or brain. I went to a dentist to have some of the amalgam fillings removed and replaced. I did not discuss this with my wife. After the visit to the dentist's office, I returned home. My wife was shocked at the way I acted. My memory was gone. I could not speak. We realized that removing the filling without protecting me from mercury vapors had done terrible damage. I recovered gradually. However, my performance at work was so bad I lost my job. At the time of this report, my kidneys have failed and I am receiving dialysis treatments several times/week. Damage due to those mercury fillings is still a major problem in my kidneys, even though the fillings themselves are long gone. Do you wonder that I have no desire to ever have work done on me again by a dentist? My trust in that profession is gone!